Manufacturer narrative:
After investigation, the cause for the alleged inability to disengage the cot from the cot fastener could not be identified as the work order was created in error. The device could not be identified or evaluated, and work order was canceled. No further action is required at this time. If more information becomes available, this investigation may be reopened and updated. H3 other text : unable to determine specific device, not available for evaluation.

Event description:
It was reported that, while a patient was on the device, it could not be pulled/removed from the ambulance. No adverse event or clinically significant delay in treatment was reported.

Event description:
It was reported that, while a patient was on the device, it could not be pulled/removed from the ambulance. No adverse event or clinically significant delay in treatment was reported.